Event description:
The customer reported that the insulin pump had an error alarms during the manual prime process. Advised the customer to revert to back up plan. The customer mentioned that she also received other error alarm, and her blood glucose has been between 90 to 145mg/dl. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose motor drive support disk. Also the device had other alarm due to a faulty component on the radio frequency board.